Manufacturer narrative:
(B)(4). Batch #: u93h19. Additional information was requested and the following was obtained: all information that I have has been passed on ¿ I was told they tried to retrieve the tip but the surgeon could not find it. The case was completed successfully. No adverse report has been communicated in terms of patient outcome/consequences and the patient care protocol did not change. Are there any plans to remove the blade tip from the patient at a later date? No plans to take patient back in to remove. No adverse report has been communicated in terms of patient outcome/consequences and the patient care protocol did not change. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that while performing a laparoscopic vaginal hysterectomy the tip of the harmonic scalpel broke off whilst in use. It was unable to be retrieved from the patients abdomen. There were no patient consequences.